Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information:( B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) was observed to have cosmetic damage and parts missing. It was later clarified that scratches and tape were observed on the ac power cord, and that no parts were missing. This is a getinge loaner iabp unit. There was no patient involved and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm replaced the cosmetically damaged ac power cord and dirty line cord then completed pm service. Subsequently, all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) was observed to have cosmetic damage and parts missing. It was later clarified that scratches and tape were observed on the ac power cord, and that no parts were missing. This is a getinge loaner iabp unit. There was no patient involved and no adverse event reported.